Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. After a guide catheter engaged the vessel and a non-bsc guidewire crossed the lesion, pre-dilation was performed with a 2.0x15 non-bsc balloon. A 3.0x28 non bsc stent was advanced but failed to cross the lesion. A 2.75mmx12mm quantum maverick balloon was advanced for dilatation. However, the balloon ruptured. A 2.75x12 non-bsc balloon was used but the balloon also ruptured. The guide catheter was replaced and the 3.0x28 non bsc stent was advanced again but still failed to cross the lesion. The procedure was completed without stenting. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic inspection revealed a pinhole 3mm distal from the proximal markerband. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the balloon was inflated twice at 18 atmospheres each and ruptured on the second inflation. No segment of the balloon was detached inside the patient after it ruptured.